Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations and high out of range pacing impedance measurements. An invasive procedure was performed. The lead was surgically abandoned and the patient was implanted with a dual chamber implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.